Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reported that her pump shut down and will not power back on. Customer states that her pump shut off today, without any accompanying error or warning message. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.